Event description:
Additional information received indicates that the patient underwent surgical intervention on an unknown date with no complications to address the issue. No further information is available.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's s4 lead had high impedances. Autoreducing had occurred. It was noted that the patient had a previous fall on the sacrum. As a result the patient may undergo surgical intervention to address the issue,

Manufacturer narrative:
Date of event is estimated. Date of implant is unknown. The unique device identifier (UDI) is not provided because the lot number is unknown. Initial reporter phone number:(B)(6). During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received.